Event description:
It was reported that the patient had a cerebral spinal fluid leak. The patient programmer was getting locked out for an unknown reason. A catheter revision is planned for tomorrow. Further information is being requested from the hcp.